Event description:
It was reported the connecting tube and locking tabs were broken. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2. Additional information added to fields d9, h6, and h4 (based on the 3 digit lot number provided, the manufacturing date of the device was in the month of march 2014 but a specific date could not be identified). The device history record could not be reviewed as the manufacture date was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed based on the visual inspection. Functional tests were not performed as the lock levers on the reprocessor side connector were broken. Olympus was informed by the user on ¿breakage of the connecting tube¿. Since the subject item was not sent to the olympus legal manufacture facility, the inspection was not performed but it is likely the following led to the malfunction: it was presumed from the investigation result that the external stress was applied to the lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected and the user may have applied stress toward wrong direction which caused the external stress. The event can be detected by following the instructions for use which state: preparation and inspection visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the previous supplemental MDR. Corrected fields: h3. Olympus will continue to monitor field performance for this device.